Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital for evaluation of a thrombus in their left arm. The device was interrogated and they found loss of capture on the left ventricular (lv) lead in all vectors. A chest x-ray was performed and showed the lead to have been pulled back to the main body of the coronary sinus. The physician stated that the patient "only has one target vessel and a very small area of capture." The lead was reprogrammed off and it remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was later explanted and replaced.